Event description:
A malfunction alarm with code malf 12 occurred, but no notable events preceded it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, successfully resolving the malfunction. The customer was informed to continue using the pump and to reach out if the issue recurred, which they understood.